Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.

Event description:
The nanocross was inflated twice in a very calcified sfa lesion. On the 2nd inflation the balloon burst. The physician tried to pull the balloon out of the body, but the balloon seemed to be stuck on the wire. The physician used a snare to retrieve th balloon tip out. Nothing was left in the patient and the physician was able to complete the procedure.